Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a possible broken sensor wire patient experienced on (B)(6) 2014. Patient's mother stated that upon removal of sensor pod, a part of the sensor wire was still in the skin of patient's abdomen area in addition to a small visible bump. Patient's mother reported no discomfort at insertion site. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).